Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient was noted to have a left ventricular assist device (lvad), and they moved their batteries aside. Troubleshooting also included repositioning of the patient, as well as adjusting signal strength settings. The possible cause of the problem was determined to be emi, setting adjustment, and positioning. No product replacement or further intervention was needed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had difficulties taking readings and experienced electromagnetic interference (emi). After troubleshooting with remote care technical services (rcts), transmission was successful.

Manufacturer narrative:
Section a: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.